Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a loss of connection between smart device and transmitter. No additional patient or event information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.